Event description:
The user's hearing performance with the device is affected. The user was re-implanted on the (B)(6) 2020. Reportedly at the surgery there was scarring and fibrosis in the cochlea. The flex28 insertion electrode would not fully insert so they used a flex24 with 1-2 extra cochlear electrode contacts.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.